Event description:
Report received of a brown particulate found in the stopper of the evacuated glass container. Reportedly, the device was being used at the pharmacy to mix or fill it with an unspecified solution "possibly to divide a solution into small quantities or in filling the container with albumin". After an unspecified length of time, the pharmacy technician noted an unexpected "brown colored ring" wrapped around the bottom of the stopper of the evacuated glass container. The reported event was noted prior to dispensing the solution for clinical use. There was no reported adverse patient event. Though requested, no additional information was received.